Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a surgery planned with a surgiguide - 1 implant, unable to do surgery after patient had been anesthetized. Guide did not fit in patient's mouth. Doctor noticed that the guide had been modified the plaster model by burring down for the guide to fit. The surgery was aborted, and the case was re-ordered.

Manufacturer narrative:
The DHR review shows that customer performed the implant planning and customer's plaster model was used for the guide design. The plaster model was scanned by ds. When the stone model was received the order was placed on hold (material damaged) by the scanning operator, the order was released (by a manager) without further actions. Customer was not informed, design team was not informed, production team was not informed. No order remarks during design of the implant guide. The design team didn't notice the broken part on the model, also because there was no note made by the scanning team.